Event description:
A customer reported experiencing a low blood glucose displayed as "low"; however, specific value was not provided. Cause was not known. The customer consumed carbohydrates to address the issue. Control-iq software, which was active at the time of the issue. Technical support recommended the customer consult a healthcare professional to discuss factors affecting blood glucose levels, and the customer agreed to this advice.